Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no strip lot number and the product was not returned.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3. On (B)(6) 2016 inratio inr = 5.3; repeat inratio inr = 3.9. On (B)(6) 2016 inratio inr = 2.6. No reported adverse patient sequela.

Manufacturer narrative:
Patient's therapeutic range listed as 2-3. Correct therapeutic range is 2.0 - 2.3.